Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive result, one patient, confirmed by pcr. The same patient received 6 false positives. Additional mdrs will be filed for the other events.